Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow up. Upon investigation, it was revealed that the right ventricular lead exhibited loss of capture. The patient was symptomatic with loss of capture only during testing. The lead was extracted and replaced on (B)(6) 2017. Patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned in three pieces. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 5.6 cm to 6.4 cm from the distal tip consistent with lead friction to the device or feature of the heart. This is consistent with the observation from the field of loss of capture and high pacing threshold. Chronic high capture threshold was also noted. (B)(4). Should have been serious injury.

Event description:
The chronic uniploar threshold was high.